Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for stent graft leak or device operates differently than expected reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The other two graftmasters referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that during intervention in the chronically totally occluded (cto) right coronary artery (rca), a perforation was caused by an unspecified stent implant. The 3.0x12mm, 4.0x12mm, and 3.0x19mm graftmaster stents were successfully deployed without issue; however, the perforation was not sealed (slight leak noted). No additional treatment was performed for the perforation. The patient was considered to be doing well and was discharged. Additionally, a comment was made that the performance of the otw graftmaster is poor due to a personal preference of the physician, as he prefers rx systems for all devices. There was no additional information provided.